Manufacturer narrative:
Additional information: . Section e-1 reporter telephone number: (B)(6)- field only accepts the us phone number format. Device evaluated by manufacturer: the device was not returned for evaluation as it is not available. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During the implant, the plunger passed over the pre-loaded diu225 model intraocular lens (iol), amputating the last haptic. The doctor noticed it after application and explanted it by cutting the iol into pieces. A iud100+21.5 lens was implanted in the patient's eye. In addition, both "no patient contact" and "no patient involvement" information were provided. When asked when the issue first identified, both "during handling/prior to insertion" and "after implantation/application" were provided as answers. The suspect iol is not available for investigation. No further information is available.